Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate from reunion island reported that the difference between customer's blood glucose readings on the contour next link 2.4 meter was 50%. The advocate stated that the event occurred three times in the month. No specific readings were provided. There was no allegation of an adverse event. The product is not expected to be returned.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour next link 2.4 meter with the in-house contour next test strips from lot # 8kpef11a, which gave satisfactory performance.